Event description:
It was reported that the nurse sustained a hip injury while unlocking a stretcher, putting it out of steer and into neutral. The nurse reportedly filed an accident report and is allegedly off work receiving workers compensation.